Manufacturer narrative:
This report was discovered to be a duplicate of pr (B)(4) submitted as MDR number 1218950-2018-07699. Device investigation is completed.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device has failed ECG at auto-test. There was no patient or user involvement.